Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).